Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to successfully recharge ipg and subsequently lost stimulation. An abbott representative attempted to troubleshoot the device to no avail. As such, the ipg became inoperable and was unable to communicate with all external devices. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Correction: d6b - date of explant should have been (B)(6) 2022. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.